Event description:
It was reported that during the implant procedure, it was difficult to insert the lead into the port on the device. The lead and device were implanted and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.